Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead triggered exhibited a low out-of-range shock impedance measurement of 0 ohms. Technical services (ts) discussed possible sources of electromagnetic interference (emi) that occurred sometime between september and (B)(6) 2020; it was suspected that the observed 0 ohm impedance measurement was due to a gall bladder procedure on (B)(6). Recent vector testing revealed measurements within range. This lead remains in service. The plan of action is continued monitoring. No adverse patient effects were reported.